Event description:
It was reported that the device was not working properly. The tip of the device had either broken off or was bent. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the teflon pad was burnt and lifted but was still attached to the grasping section. The outer sheath of the insertion section was observed to be buckled and loose. This phenomenon was attributed to excessive force used during the cleaning process. The phenomenon of the insertion section being buckled and loose was attributed to the device being utilized many times.